Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusions, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. However, pump received with loud motor noise during rewind due to faulty motor. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 300 mg/dl. The customer reported the alarm was resolved by a complete set change. Customer was unable to troubleshoot due to changing set. The customer does not want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we are replacing the pump.